Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and an unknown right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurement which was detected via the remote patient monitoring system. Attempts to obtain additional information were unsuccessful. Evidence suggests that the system remains in service. No adverse patient effects were reported.